Event description:
During the shift check, the autopulse platform (sn: (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and fault 27 (encoder fault) error messages. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn: (B)(6) displayed fault code 27 (encoder fault (> 3000 rpm) error message was confirmed in the archive data but not during functional testing. Based on the archive, the platform stopped compressions and displayed the fault code 27 (encoder fault (> 3000 rpm) error message followed by a user advisory (ua) 45 (not at "home" position after power-on/restart) error. The fault code 27 occurs when the platform detects the position encoder error or defective encoder. However, no such malfunction was observed during the testing and the autopulse platform functioned appropriately and as intended. The reported secondary complaint that the autopulse platform displayed ua45 was confirmed based on the review of the archive data but was not confirmed during functional testing. The root cause of the ua45 advisory message was due to the driveshaft not being at the "home" position. However, before sending the platform to zoll for service, the encoder driveshaft had been rotated back to its "home" position, and the ua45 had been cleared. Based on the archive data review, it was determined that the platform stopped compression due to fault code 27. While the spool shaft rotates in either direction, the device monitor changes the encoder position. The change in encoder position indicates a shaft speed greater than 3000 rpm. When the device stopped due to fault code 27, the encoder position was not at the home position, causing a ua45 error display upon power-up. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a ua45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a ua45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional testing without any fault or error. The fault code 27 and ua45 error messages observed in the archive were not reproduced. Following the service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error.